Event description:
It was reported that in preparation for a rotational atherectomy procedure, the burr did not match the packaging. The packaging was for lot 8991370 with a burr size of 1.75; however, the burr inside the package was lot 3827622 and burr size 2.5. The physician chose to use the burr anyway and the procedure was completed without pt complication.

Manufacturer narrative:
(B)(4).